Event description:
It was reported by adac quality assurance that if the pt is scanned "left side down" or "right side down" the sagittal and coronal labels in pinnacle are incorrect (they're interchanged). This could lead to confusion between sagittal and coronal pt orientation. There have not been reports of this from the field.